Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard ventralex (device #1) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient was "feeling ill and dehydrated and he was taken to the emergency room" however the patient's attorney did not allege a specific device failure and medical records are not available at this time. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard ventralex (device #1) implanted on (B)(6) 2015. An additional emdr was submitted to represent the bard xenmatrix biologic (device #2) implanted on (B)(6) 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for an umbilical hernia repair, in which a bard/davol ventralex hernia patch (device #1) was utilized. On (B)(6) 2015: the patient was feeling ill and dehydrated and he was taken to the emergency room where it was concluded that the patient's symptoms were related to the hernia repair. It is alleged, the surgeon performed an emergency revision surgery to repair the hernia mesh, applying a bard/davol xenmatrix biologic implant mesh (device #2), over the existing ventralex hernia mesh patch. As reported, the patient remained hospitalized for five days after this procedure and over the next two months, the patient continued to experience ill effects and drainage from his wound. As reported, a few months later, it was determined that the patient would need a third surgery, because the initial repair and the second emergency surgery failed. On (B)(6) 2016: "a different hernia mesh" was utilized as the patients continued medical problems and subsequent hospitalizations were the result of the defective ventralex hernia patch mesh. As alleged, the patient has suffered injuries and damages and has suffered serous and permanently injuries to his body, including physical pain, and permanently bodily impairment.

Manufacturer narrative:
Addendum to the initial MDR to document additional information and medical records provided by the patients attorney. Additional information provided includes product catalog number and lot number identifying the mesh as a bard/davol ventralex st. Brand name and 510(k)# have been corrected to reflect this new information. Additional information provided describes additional ER visit on (B)(6) 2015 identifies "drainage from the incision site" with diagnosed postoperative seroma. Also of note are additional detail related to revision surgery on (B)(6) 2015, describing exploratory laparotomy with "abdominal washout, removal of the bard/davol ventralex st mesh (#1), repair of the bowel perforations and repair of the recurrent ventral hernia with implant of a bard/davol xenmatrix biologic (device #2) mesh". During this procedure it was noted that the previous ethibond repair stitches were completely torn with herniation of the small bowel. In regards to the bard/davol ventralex st mesh, the only note included in the operative report is that the mesh was removed. The possible direct cause of the bowel perforation was not stated in the operative report. Based on (B)(6) 2015 operative report, it appears the recurrent hernia and possibly the bowel perforations were related to the repair stitches that were torn, and not to any issue with the ventralex st mesh. However, recurrence is a known inherent risk of surgery and recurrence, seroma, and infection are listed in the instructions-for-use as possible complications. Based on the provided medical records, there is no indication of a device issue with the bard/davol ventralex st, however, it is unclear how that the device may have contributed to the patient¿s outcome. Corrected fields: brand name and PMA/510k. Updated fields: age or date of birth, weight, event, relevant tests/laboratory data, other relevant history, explant date, date rec¿d by MFR, PMA/510k, if follow-up, what type and device manufacture date. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #1). An additional emdr was submitted to represent the bard/davol xenmatrix biologic (device #2).

Event description:
Addendum based on information and medical records provided by patient's attorney: on (B)(6) 2015: the patient was diagnosed with incarcerated ventral hernia and underwent implant of a ventralex st mesh (device #1). On (B)(6) 2015: the patient presented to the hospital ER due to incisional bleeding. He had a follow up apt with his surgeon who noted the patient had a superficial wound dehiscence. The wound was reapproximated with a few sutures in the ER and the patient complained of drainage from the incision site. Patient was diagnosed with a post-op seroma follow by dressing change. On (B)(6) 2015: the patient was diagnosed with a recurrent ventral hernia with small bowel obstruction and perforation. Per the operative findings "at the time of exploration the repair stitches were completely torn. These were ethibond sutures with herniation of small bowel. Patient underwent an exploratory laparotomy with abd washout, removal of the bard/davol ventralex st mesh (device #1), repair of the bowel perforations and repair of the recurrent ventral hernia with implant of a bard/davol xenmatrix biologic mesh (device #2), 10 x 15 cm. On (B)(6) 2015: the patient had an office visit which noted patient had been found during his hospitalization he had mrsa, e. Coli and bacteriodes in his peritoneal fluid. He was treated with IV antibiotics. On (B)(6) 2015: the patient had an office visit complaining foul smelling discharge from wound. Patient started on oral antibiotics and a wound vac was placed. On (B)(6) 2016: patient was diagnosed with recurrent incisional hernia, intestinal adhesions and underwent a repair of incisional hernia with mesh (unknown), removal of the mesh (xenmatrix) and extensive lysis of adhesions with "some of the bowel loops. Stuck to the previously placed biological mesh. Also performed bilateral component separation for hernia repair. On (B)(6) 2016: the patient had a follow-up office visit and was noted "wounds healing." As alleged, the patient has suffered injuries and damages and has suffered serous and permanently injuries to his body, including physical pain, and permanently bodily impairment.